Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was a patient involved in this event. Pad unit used in sca event has its memory full, event data was not recorded and end-user does not believe that unit worked as designed.